Event description:
It was reported that during an implant procedure, the right ventricular lead impedance was low when measured through the analyzer. Multiple positions were checked and a different analyzer cable was used, however the impedance remained low. The lead was not used and another lead was implanted. It was noted that the analyzer also measured the replacement lead impedance low, but when the lead was connected to the device, the impedance was within normal limits. Subsequent to this implant procedure, the analyzer had no further issues and it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The helix was distorted/bent, there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and the lead was damaged at implant.